Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. The device has not been returned for evaluation. We will submit a follow-up when additional information becomes available. The end-user rolled out of bed and landed on her rollator. She was impaled on the wheellock of her rollator. The device was stuck in her leg for approximately an hour until it was removed. No further information has been provided at this time.